Event description:
It was reported a red screen on the device during a routine inspection. No patient injury was reported.

Manufacturer narrative:
Device evaluation - the device was returned for investigation. A visual inspection and functional test were performed. Customer reported problem (red screen) could not be duplicated, however there was a system error code in the device event history log to have happened one time. The main board will be replaced as a preventative measure. The root cause could not be identified. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.